Event description:
It was stated that the pump was not delivering properly and alarming no delivery. Troubleshooting was performed and the pump passed the self test, but failed the leadscrew test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.